Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #309653 batch # 4285700 verbatim: rcc received a complaint via email. Email(s) attached I am a pharmacist. Thursday we were mixing chemo and we noticed that there was gunk stuck to the inside of the 50ml leur lock syringe plunger. This was not due to the chemo product we drew up; it was actually stuck on the inside of the syringe on the black plunger. The sku number for these syringes is 309653. The lot number is 4285700 and expiration is 09/30/2029. I examined the other syringes we had from this lot and did not see any more issues but wanted to make your company aware. Please feel free to reach out with any questions you may have. Customer responded on 17-mar we had to throw out chemotherapy medication that was drawn up in the syringe we disposed of the syringe since it contained chemotherapy customer responded on (B)(6) what was the solution / medication in the syringe when the foreign matter was observed? Cisplatin was the solution we drew up into the syringe did the foreign matter only become visible after the solution / medication was added? No, the foreign matter was visible without the solution